Manufacturer narrative:
(B)(4). Concomitant devices -vanguard posterior stabilized open femoral component left 75 catalog #: 183134 lot #: 653230, biomet tibial tray 87mm catalog #: 141237 lot #: j3416963, biomet series a standard 3 peg patella 37mm catalog #: 184768 lot #: 529520. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left knee arthroplast revision to address pain and clicking noises secondary to tibial bearing fracture approximately five (5) years post-operatively. Attempts have been made and no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h4; h6. Complaint sample was returned and reviewed against the reported event. Visual inspection of the explanted bearing confirmed that the bearing post has fractured off and was returned. The surface also shows nicks and wear marks consistent with usage of device. Sem#2008-024 states that the tibial bearing shows signs of potential fatigue fracture of the post near the base of the post. General burnishing on the articular surfaces was consistent with in vivo usage, and impingement damage on side of post indicates that the post may have fractured due to overloading while in a slightly rotated loading configuration with the femoral component. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.